Event description:
It was reported that during npwt utilizing a renasys foam filler kit, an air leak occurred from the soft port. Fixation films were applied to stop the air leak. The treatment was continued with the complaint device. There was no patient harm. There was no delay.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the problem was noticed immediately after the therapy started and the product could not be used, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.